Manufacturer narrative:
The field service engineer (fse) cleaned the wash wheel interior due to soil. The fse noticed the incubator belt was very tight, more difficult to turn than usual. The fse re-tensioned the belt but it continued to be tight and failed the incubator belt calibration routine. The fse replaced the incubator belt and noted the new belt moved more smoothly and passed the incubator belt calibration routine. The fse proactively replaced the mixer pulleys, mixer belt, peristaltic pump tubing, aspirate probes, pinch rollers and transducer (with the pipettor tip) as a precautionary measure. A routine system check and high sensitivity system check were performed, both passed within instrument specifications. The fse calibrated the troponin I assay and performed quality control (qc), which passed within the laboratory's established ranges. Three 20-replicate precision tests were performed (at different levels within the reporting range of the assay) and passed within the assay's precision claim. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The most likely cause of the elevated results was the incubator belt. Following replacement of the incubator belt, the fse was able to obtain very precise troponin I results. The patient samples were collected in either a lithium heparin plasma tube with or without gel. The samples were collected in the ER (emergency room) by phlebotomists who are trained to invert the tubes 8-10 times after sample collection. Samples collected without gel were centrifuged for three minutes in a statspin centrifuge; however, the customer discovered the centrifuge time was set at 2 minutes for these samples. Samples collected with gel were centrifuged for ten minutes in a beckman coulter centrifuge. The customer aliquots the samples into insert cups which are then analyzed through the cta (closed tube aliquoter). All related medwatch reports associated with this incident: 2122870-2013-00085, 2122870-2013-00086, 2122870-2013-00087, 2122870-2013-00088, 2122870-2013-00089, 2122870-2013-00090, 2122870-2013-00091, 2122870-2013-00092, 2122870-2013-00093, 2122870-2013-00094, 2122870-2013-00095, 2122870-2013-00096, 2122870-2013-00097, 2122870-2013-00098, 2122870-2013-00099, 2122870-2013-00100, 2122870-2013-00101, 2122870-2013-00102, 2122870-2013-00103.

Event description:
The customer reported elevated troponin I (access accutni) results, primarily within the risk stratification range, for 36 patients, on two separate days, involving the unicel dxc 600i synchron access clinical system used in conjunction with access accutni reagent. All 36 elevated results were released out of the laboratory and questioned by the emergency room (ER). Seventeen (17) ER patients were admitted to the hospital. The customer is uncertain if the patient admittance was based on the elevated result or other diagnostic reasons. Subsequent analysis of the patients' samples, on an alternate unicel dxc 600i system, recovered lower results either within the normal reference or within the risk stratification range. The customer indicated fourteen (14) amended reports were issued to the hospital. There has been no report of current patient outcome to date. The customer performed two additional precision tests utilizing two different patient samples. Both tests performed outside of the assay's stated precision claim. System checks and quality control (qc), performed prior to and at the time of the event, were within the instrument specifications. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of nineteen.